Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated the stent was advanced into patient and was unable to be put into proper place. It was removed from patient, but as it was removed the stent came off the balloon it was mounted on.

Event description:
N/a.

Manufacturer narrative:
Based on the details of the complaint the 6mm x 22mm x 120cm advanta v12 device was advanced with the intended site being the celiac artery. The details provided mention that the approach was the right radial artery and that the arch had a torturous curve to it and were unable to place the stent. The undeployed stent was then attempted to be withdrawn back through the sheath when it was noticed that the stent was no longer in its crimped location on the balloon. The device in question was not returned, the complaint cannot be confirmed. Based on the details it appears as if the product was unable to be properly placed in the celiac artery so the device was attempted to be withdrawn back through the introducer sheath. The instructions for use (IFU) states the following in the warnings and cautions section: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." ¿do not pull an unexpanded stent back through a guiding catheter or sheath." The reason for the warning and caution is because if the proximal end of the crimped stent makes contact with the distal end of the introducer sheath and too much force applied the crimped stent can be pushed off the balloon. In this case, it appears as this may be the reason for the stent dislodgement off the balloon. Without the device in question, this cannot be confirmed. The stents are crimped to the balloon of the catheter during the manufacture of the product. The review of the device history records shows that this device was crimped properly and there were no non-conformances during the process of manufacturing. A review of the maintenance for the stent crimper used to crimp the stent was also evaluated and there had been no maintenance on the stent crimping equipment during the week of the manufacture of this lot of crimped stent catheters. During the manufacture of every lot of advanta v12 covered stent delivery systems, three samples are stent retention tested to ensure the stent retention requirements have been met before crimping the entire lot of catheter. Based on the device history records the lowest stent retention value noted was 9.6 newtons (n). The specification for stent retention is that the stent must not dislodge off the balloon with a stent retention value below 2.9 n. This value is defined in the product requirements. When the stent is crimped to the balloon, there are clear signs on the balloon surface that the stent was properly crimped if the stent is removed from its crimped position. The folded balloon has a very defined imprint of the stent frame on its surface. If the product had been returned or images provided this would have been assessed. Based on the details of the complaint and investigation results atrium medical cannot confirm the complaint. It appears as if the balloon was pushed off the catheter after the physician attempted to pull the undeployed stent back through the introducer sheath. H3 other text: not available for return.